Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle optium neo meter were reviewed, and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter would not turn on with button press, and upon troubleshooting it was found customer had placed new batteries incorrectly. The meter was subsequently able to be turned on. The customer reportedly lost consciousness due to the report issue but was able to self-treat (unspecified), and additionally treated with valium (diazepam). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned meter (B)(6) and no issues were observed. Meter turned on with button depression. Scrolled through set up menu, no issues observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter would not turn on with button press, and upon troubleshooting it was found customer had placed new batteries incorrectly. The meter was subsequently able to be turned on. The customer reportedly lost consciousness due to the report issue but was able to self-treat (unspecified), and additionally treated with valium (diazepam). There was no report of death or permanent injury associated with this event.